Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a power on reset (por) was sighted on the patient programmer after pressing the sync button. The caller was requesting assistance in turning the stimulation off however the caller did not have access to an 8840 clinician programmer and in order to clear a por. An 8840 intervention was required. No symptoms were reported and no further complications were reported/anticipated.